Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4) it was reported the patient lost effective coverage due to the bilateral l5 drg leads had migrated. The patient underwent surgical intervention where both the leads were replaced with new ones restoring therapy.